Event description:
The staff noticed the gastrostomy feeding tube coming out of the pt as numbers were now visible on the tubing. The surgeon checked the tube and indicated it was dislodged and removed the tube. The balloon was felt to be deflated in error due to unfamiliarity with the device. The pt went to radiology for injection of the sinus tract for the reinsertion of a new tube that was unsuccessful. The pt was changed to parenteral nutrition until they could return to surgery four days later for a new tube replacement.